Event description:
Reporter stated set "blew up" with use of CT. Contrast media in tubing spilled onto pt. There was no report of pt injury. Further follow up with clinician revealed that a power injector was used at the time of reported incident. Clinician confirmed that the pt was exposed to the contrast, and thinks that the technician and the pt's nurse were exposed as well. Clinician did not know whether appropriate precautions during administration of contrast were being followed. Clinician thinks that the affected set was replaced and a new one was used. Clinician stated that there was no injury and no medical intervention required by anyone as a result of the reported condition.